Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood of 499mg/dl. Customer¿s blood glucose at time of incident was from 300mg/dl to 400mg/dl. Customer was treated with pump and manual injection and customer had symptoms like irritation, frustration, nausea, stomach pain and other medical issues. Customer stated that they observed one fairly large air bubble and 3 tiny bubbles in reservoir, tubing. Customer mentioned that drive support cap was normal and received 3 no delivery. Insulin pump and reservoir will not be returned for analysis.